Manufacturer narrative:
Qn#(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and w ithout magnification. The stapler was returned with the trigger not engaged, and there were no signs of biological material on the device. There were 29 staples remaining in the device, indicating that the customer fired at least 6 staples. One staple was partially formed and jammed in the mouth of the stapler. The jammed staple was able to be removed for dimensional analysis. Dimensional inspection was performed on the jammed staple. The width of the staple 1 was 0.5591" , which does not meet the specification. The width of the staple 2 was 0.5564", which does not meet the specification. A non-conformance was previously opened by the manufacturing site to address this issue. Several actions were taken to address this issue as part of the non-conformance, which was closed on 22nov2024. The returned sample was manufactured prior to these actions on 13sep2024. A functional test was performed on the stapler. The stapler did not fire when engaging the trigger due to the jammed staple. The staple was removed, and the stapler was fired into the air again. Two staples were released, one fully formed and one unformed. The stapler was fired again, and resistance was experienced in the trigger while engaging. The stapler was then disassembled, and flash was observed on the back of the pusher. R & d was contacted and stated that the flash did not impact the functionality of the pusher per the non-conformance. A bubble was also observed in the cover block mold which was also concluded to not be impacting the stapler's functionality. The stapler was then reassembled and fired again and resistance in the trigger was still observed. Two staples were removed for measurements. No other defects were observed on the device. A device history record review was performed, and no relevant findings were identified.the reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination of the returned stapler revealed misaligned staples at the front of the cover block, and one partially formed staple. Upon functional testing, the stapler was fired into the air and the stapler did not fire. The partially formed staple was removed and the stapler fired one fully formed staple and one unformed staple. The stapler was disassembled, die casting anomalies were discovered on the forming tool. The unformed staple and one other staple from the cover block were removed for dimensional analysis. Both staples were found to be out of spe cification. A non-conformance was previously opened by the manufacturing site to address this issue. Several actions were taken to address this issue as part of the non-conformance, which was closed on 22nov2024. The returned sample was manufactured prior to these actions on 13sep2024. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "stapler was not firing during use on patient". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "stapler was not firing during use on patient". No patient harm or injury. The patient status is reported as "fine".